Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited post-paced t wave oversensing. Reprogramming of the device will be performed when the patient presents to the clinic. There were no adverse health consequences to the patient.

Event description:
New information received indicated that programming changes were made to resolve the oversensing issue. The patient was stable before and after reprogramming.